Manufacturer narrative:
Device investigation narrative - two fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of sample (a) showed the insertion needle is dramatically bent on two planes. No ts or suture remain on the needle, or were returned for evaluation. The device was functionally tested for proper actuator advancement and cycling and would not function as intended. Visual assessment of sample (b) showed the needle is bent. T1 is free from the needle and t2 remains in its pre-deployment position. The actuator is positioned behind t2. The device was functionally tested and t2 deployed as intended even with the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
T2 non-deployment it was reported that t2 would not deploy from the fast-fix 360 curved device. The t1 implant was removed from the patient. A backup was used to complete the procedure. A delay of less than 60 minutes was noted and no patient impact.